Event description:
Customer reported via phone, the insulin pump had keypad anomaly. Customer's blood glucose was 212 mg/dl. Customer stated the scroll bar is moving with no input. Customer stated the up arrow and act buttons were unresponsive. The device was not dropped, bumped, nor exposed to moisture. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with no button responds due to keypad connector unlocked. The device had cracked reservoir tube lip, belt clip slot, and minor scratches on the display window.